Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition). We received the valve in the return kit. The valve was inserted in an unknown liquid. Visual inspection: no significant deformations or other abnormalities of the valve were detected during the inspection. Results: first, we performed a visual inspection of the paedigav. No significant deformation or damage of the valve were detected during the visual inspection. Next, we tested the permeability. The valve was shown to have a blockage. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the valve, likely due to the deposits observed. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a paedigav with distal catheter had a malfunction postoperatively. The patient was originally implanted on (B)(6) 2016. The valve was suspected to be blocked, and was removed/revised 24 days later. Further details were not provided.